Manufacturer narrative:
An evaluation was completed on the components in question. The evaluation confirmed the sieve bed cap became dislodged and expelled sieve material. It was also noted that the sieve bed spring and snap ring were missing and the sieve can was slightly out of round. However, it was unclear if any one of these issues was the cause of the incident. The components are being returned to the manufacturing facility for further evaluation. A follow up report will be filed if additional information becomes available.

Event description:
Invacare received a report stating a technician installed a check valve, a pe valve and a pair of sieve beds in an 8 year 8-month-old irc5po2 concentrator. The unit was turned on, and within 30 seconds the right-side plastic sieve bed cap blew off allowing the cloth and plastic sieve bed filter to exit the device. Sieve material exited the sieve can during the event.the tubing remained attached to the sieve bed cap. The unit was undergoing repairs at this time and the shroud was not installed.

Manufacturer narrative:
Invacare is reporting this incident in an abundance of caution. The reporter stated no one was injured during the event. The device was past its expected life of 3 years. Once a new pair of sieve beds were installed in the unit it operated normally indicating the sieve beds themselves were responsible. On october 26th, 2020 the pair of sieve beds without the retaining ring and spring components were returned. The sieve beds are awaiting further evaluation. The reporter was unable to locate the retaining ring and spring components from the sieve bed after the incident. It¿s unclear if the components were present within the assembly initially or were lost during the event. Based on the pictures provided and inspection of the returned components, the allegation of the plastic sieve bed cap blowing off when the unit was operated appeared to be confirmed. If further information becomes available a follow up will be filed.

Event description:
Invacare received a report stating a technician installed a check valve, a pe valve and a pair of sieve beds in an 8 year 8-month-old irc5po2 concentrator. The unit was turned on, and within 30 seconds the right-side plastic sieve bed cap blew off allowing the cloth and plastic sieve bed filter to exit the device. Sieve material exited the sieve can during the event. The tubing remained attached to the sieve bed cap. The unit was undergoing repairs at this time and the shroud was not installed.